Event description:
The customer contacted physio-control to report that during preventative maintenance, their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
Stryker was made aware by the customer that the issue was resolved, however further details was no provided by the customer.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during preventative maintenance, their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.